Event description:
It was reported that the patient's system was implanted for occipital pain, however, she was told that she had migraine pain and not occipital pain and the system would not help her. In addition, the patient was told that the leads had migrated. This had not been confirmed by the hcp. The patient stated that she wanted the system removed if the leads had migrated. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the caller experienced a loss of therapeutic effect. The reporter stated that when stimulation was on, it made her head, eyes, ears, and jaw hurt. It was stated that it was a "sharp buzzing irritation sensation." The reporter stated that stimulation was effective during trial. It was noted that the pain started approximately 6 months ago and there were no falls or trauma associated with this event. It was also noted that the patient turned stimulation off about 2 years ago because "it was not helping." It was stated that the patient still recharges her device. It was also noted that the patient has had multiple reprogramming sessions, but "nothing seemed to help." The reporter stated that she had x-rays done about 1 month ago and it was found that the lead "drifted." The patient further stated she wanted her device reprogrammed about a month ago, but had problems coordinating with the manufacturer representative. The reporter stated that the manufacturer representative wanted to do more reprogramming. It was later reported that the manufacturer representative had no plan for a follow-up appointment as this time. Any additional information received will be included in a follow-up report.

Event description:
Additional information received from the hcp reported that the patient thought stimulation was no longer helping in the occipital region and the hcp was considering removal of the occipital system. The hcp wanted to see the patient prior to surgery to determine a plan. It was noted that no surgery was scheduled, and the hcp had instructed the patient to contact the office when ready to plan.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead model 3986a, lot# n198811, implanted: (B)(6) 2009, explanted: na. Lead: model 3986a, lot# n198811, implanted: (B)(6) 2009, explanted: na. Extension: model 3708360, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Extension: model 3708360, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Recharger: model 37752, serial# (B)(4).

Event description:
Additional information received from the hcp reported that stimulation was not working, which was attributed to lead migration. It was reported that there was no charge available, but the patient cleared a memory error, which resolved the issue. There was no hospitalization and no injury. It was reported that the patient was still having concerns, and had an appointment scheduled for august 23rd.

Manufacturer narrative:
(B)(4).